Event description:
The customer reported to olympus that the that the distal end of the evis lucera elite colonovideoscope was not working properly. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: remnants of white crystallized contamination, believed to be a simethicone type product was evident within the auxiliary channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found remnants of white crystallized contamination, believed to be a simethicone type product was evident within the auxiliary channel. In addition to the reportable malfunction, the following were noted: the distal end adhesive was worn; the variable stiffness knob was leaking; the colored ring on the air/water housing was worn; the insertion tube orientation was out of alignment; the image was misty or foggy; the play of the angulation knob was too stiff or strained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing was not conducted properly due to leakage from the body of the device (part labeled as the "s-body"). A further cause of the leakage could not be established. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.